Event description:
The customer reported intermittent fast stop activated error messages. This causes the system to shutdown. This resulted in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All connections for the fast stop switches were reseated and reconnected. The system was tested and found to be working as intended and put back into service.